Event description:
It was reported that the lead was explanted due to no capture, sensing difficulty, and myocardial perforation. Follow-up information indicates that the problem has been corrected. The patient continues to have some chest pain but has markedly improved. Her symptoms are expected to continue to improve.